Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in fill two of treatment. Upon removing the tubing set from the cycler, fluid was noticed leaking from the cassette door. Pt did not receive any antibiotics and had no adverse effects. Sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month prior to the date of event. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process.